Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that the emergency medical services came for the low blood glucose as well. The customer's blood glucose was unknown at the time of hospitalization. The customer was found unconscious. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump was over delivering. The customer reported that they experienced high blood glucose of 410 mg/dl at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No excessive no delivery alarms noted. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with a basal profile of 1 unit hour and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.